Manufacturer narrative:
A2 date of birth: 1946. E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the non-tortuous and moderately calcified right coronary artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. During deployment, the stent was fractured into two pieces. A second stent was implanted to cover the fractured stent, and the procedure was completed. No patient complications were reported, and the patient remained stable post-procedure.